Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery anomaly noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump had minor scratched lcd window.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that the insulin pump was over delivering. The customer's blood glucose was 20 mg/dl at the time of incident. The customer's blood glucose was 126 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with juice. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.